Event description:
It was reported that prior to the use of a synergy balloon dilatation catheter, the sterility of the device was compromised. During preparation, it was noted the "inner packaging was open". The device was not used. They exchanged for another of the same device to complete the procedure.

Manufacturer narrative:
(B)(4).